Event description:
Additional information received that patient underwent surgical intervention where in the right lead at t12 was explanted and replaced restoring the therapy. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Follow up identified that this product should not have been reported on because there were no alleged deficiencies with the product and there was no intervention undertaken.

Event description:
Follow up identified that this product should not have been reported on in because there were no alleged deficiencies with the product and there was no intervention undertaken.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02361. It was reported that patient experienced ineffective stim. Diagnostics revealed high impedances on one of the lead contact, and programs were auto reducing. Patient also reported a fall few months back. As a result, surgical intervention may take place to address the issue.